Manufacturer narrative:
An event of device migration, tachycardia, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the distribution of calcium in the annulus and aiming for 3 mm implant depth contributed to device migration. No information was received regarding patient condition was received. Based on all available information, the reported device migration appears to be due to a combination of patient condition and procedural conditions. Causes for the reported heart block and tachycardia could not be conclusively determined, but appear to be related to the device migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant. After successful deployment, the valve was noted to migrate into supra-annular position. In the physician¿s opinion, migration was believed to be due to distribution of calcium in the annulus and aiming to achieve 3mm implant depth. The patient went into ventricular tachycardia, requiring one 360 joules shock. The patient rhythm reversed back to sinus rhythm with left bundle branch block (lbbb). The physician snared the valve to the ascending aorta and deployed new 23mm non-abbott valve in annular position. Cp stent (numed) lengths 3,4 cm was deployed into navitor valve to open the leaflets. Physician did not want to have coronary ostia between two functioning valve leaflets. The patient is reported to be stable. There was no clinically significant delay in procedure.